Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was confirmed since the tube had a cut approximately 10cm above the luer lock. The cause of this condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer reported to baxter (B)(4) of a flo-gard IV solution admin set that was being primed with hartmanns solution when it leaked due to a hole in the line. There was no patient involvement or medical intervention necessary. No additional information is available.